Event description:
It was reported that the atrial lead was having chronic total loss of capture and sensing. The patient was asymptomatic. Device was reprogrammed to solve the issue. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure. The patient will be followed normally.